Event description:
It was reported that the pump had a no disposable pump won't run. Unresolved with troubleshooting. Air noted in tubing. Patient not affected. No additional information is available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and the air noted in tubing was likely due to the tubing connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.